Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. As a precaution, the cine drive was replaced. The cine pcb and fuses were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "cine disk not available" error upon boot up. There is no report of death or serious injury associated with the complaint.